Event description:
It was reported we have had 3 incidents with the powerglide pro 20g 10cms catheter because it disassembles before we move the fins, in particular it breaks down when we move the purple piece to insert the guide once we are inside the vein. We had to puncture the patient a second time. No other information was provided. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a powerglide disassembling during insertion was inconclusive because the non-original sample was returned. The product returned for evaluation was 12 sealed 20g powerglide pro devices. A gross visual and microscopic inspection of the returned samples was unremarkable. The guidewire in each unit was found to be adequately engaged with the purple coupler. Each unit was functionally tested by simulating the insertion procedure, as indicated in the instructions for use, into mock skin. During testing no deficiencies were observed in any of the units. Based on the available evidence, the customer's reported defect could not be confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported we have had 3 incidents with the powerglide pro 20g 10cms catheter because it disassembles before we move the fins, in particular it breaks down when we move the purple piece to insert the guide once we are inside the vein. We had to puncture the patient a second time. No other information was provided. This report addresses all three devices.